Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an invalid syringe size error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B5: additional information received on 04-oct-2022 via email and attached in complaint object: this pump and this incident was not involved in a patient incident. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal on the plunger assembly was removed or broken upon receipt. The top case was cracked on the lower right front corner. The right plunger case and bottom case were cracked. An error code was found in the ehl (event history log). A functional syringe test was performed using the syringe returned by the customer. The customer reported issue of invalid syringe size was duplicated during the syringe test. The root cause of the reported issue is due to normal wear. The plunger head was found to be loose and rotated due to both screws on the carriage are loose. The carriage was reassembled, and the size potentiometer was replaced as a preventive measure. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).